Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic clips broke off from the handle and the locking mechanism will not work for item # (B)(4). Product broke into 2 pieces and all pieces were retrieved and this did not cause any delay in the surgery.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the device confirmed the failure mode as reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.